Event description:
Additional information was received from a healthcare provider (hcp) on (B)(6) 2020. It was clarified that the patient's pump had been empty since (B)(6) 2020. It was also clarified that the hcp's office had been unable to contact the patient to get the pump refilled in time which, according to the hcp, caused the empty reservoir. The hcp was able to contact the patient on (B)(6) 2020, but are questioning if the pump can be refilled since it has been empty since (B)(6) 2020. The issue was not considered resolved at the time of the report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider (hcp). They had an appointment to bring the patient back on (B)(6) 2020 and planned to fill and program the pump with preservative free saline, decrease the dose by 50%, and reassess residual volume weekly to see if the pump was still viable to use. The reason for call was they would like to review steps to program the saline and bridge bolus using the programmer tablet. On (B)(6) 2020 additional information was received via the hcp. They were refilling the pump with saline and were going to do a bridge bolus. The dose for the remaining drug in the pump tubing and catheter will be 3.093 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 30 mg/ml at 6.185 mg/day via an implantable pump. On (B)(6) 2020 it was reported that the patient¿s pump was critically alarming. The patient has not been back to see her physician for her refill which was scheduled on (B)(6) 2020. The environmental, external or patient factors that may have led or contributed to the issue was the patient had not been compliant with seeing their doctor for refills of her pump. The diagnostics and troubleshooting performed was they obtained the last pump report to see how long the patient was without medication and referred the patient to see their managing physician. The pump reservoir has been empty for over 10 days as the patient is not compliant with going to see her managing physician for refills. The actions and interventions taken to resolve the issue was the patient was to set up an appointment to see their managing physician. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.